Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. Device evaluation: one device was received. Per visual inspection, the water cover tank was cracked on the corner around the bolts, faded pole clamp and quick connect was corroded. Per functional testing, the device was leaking from the water cover tank. The complaint was confirmed. The root cause was due to a cracked water tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the water cover tank, pole clamp, quick connect, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests.

Event description:
It was reported that it was leaking from reservoir. There was no patient involvement and no patient harm.